Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibial insert trial broke during case when surgeon used an osteotome to try to remove it.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database was not possible due to no provided product/lot code(s). The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.